Event description:
My continual glucose monitor reported my blood glucose at 128. I became seriously ill and manually checked my blood glucose. I was 400 and had ketones. This has happened several times and when I report the issue to dexcom, they say they're aware of the problem and are "looking for solutions to fix it".